Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to have damaged lens. Event history log review was performed and found no evidence of reported problem. Visual inspection and downstream occlusion sensor (dso) check was performed. The customer's reported problem was confirmed. According to the investigation, the pump downstream occlusion sensor (dso) was unresponsive due to fluid intrusion. Service replaced the pump dso sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump syringe area was cracked, and cap will no longer screw on. No clinical injury reported.